Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indications for use were not reported. It was reported that a catheter revision was done on saturday, (B)(6) 2017. The patient had a granuloma in her pump pocket and according to the physician, the morning of surgery the patient¿s pump had not seemed to work properly to control her spasticity. The physician opened the pocket to remove the granuloma and liquid drained from the pocket. The physician sent it off to culture to see if it was infection or csf (cerebral spinal fluid). The physician made the decision to remove the system and when the physician cut the catheter connector it did not drip csf (cerebral spinal fluid). The physician went to the spine to access the catheter and with little effort, the catheter pulled out. The physician determined it may have not been in the intrathecal space. The physician collected and cultured all product. It was unknown if any environmental, external or patient factor that may have led or contributed to the issue. It was unknown if any diagnostics or troubleshooting was performed. The patient would be re-implanted with a pump in the future. The issue was resolved and the patient¿s status at the time of the report was noted as alive, no injury. No patient symptoms were reported.